Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant with mtx surface (tsv4b8) was received for investigation. Visual inspection of the as returned product identified signs of wear on the platform and around the external threads due to usage. Appropriate documentation was reviewed. DHR review for the lot (63826927) had revealed no deviations nor non-conformance's which could have caused or contributed to bone loss and infection after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (st# (B)(4)). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (63826927) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did not occur and the events (infection + bone loss) could not be verified through visual inspection of the returned product. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated:: date of this report,: expiration date and UDI,: date received by manufacturer,: type of report, follow-up number,: follow up type,: device evaluated by manufacturer: change 'no' to 'yes',: device manufacture date,: and evaluation codes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to peri-implantitis.